Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were experiencing low blood glucose. Blood glucose at the time of incident was 39 mg/dl. Customer current blood glucose level was 98 mg/dl. Customer alleged that insulin pump was over delivering. The customer had not recall entering anything. Customer was using insulin pump within 48 hours at the time of event. Customer was not using the auto mode feature at the time of event. Customer stated that insulin pump had passed in displacement verification table test and self test. Customer also had the symptoms like sweating due to low blood glucose. Customer had treated low blood glucose with dextrose and cookies. The insulin pump will not be returned for analysis.